Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not detect the cartridge when the cartridge was initially loaded onto the pump. Tandem¿s technical support educated the contact to follow the load prompts to load a cartridge. Insulin delivery was resumed. There was no reported impact to blood glucose.